Event description:
It was reported that during elbow distal triceps repair, the surgeon wanted to use knotless anchors to achieve repair. Surgeon stated during case that the bone was particularly hard on olecranon, hence, the surgeon pre-drilled with a 2.0mm ao drill prior to using tapered awl as per technique guidelines. Upon inserting the anchor, and due to the hard bone, the proximal threads of the multifix s ultra anchor would not advance into the bone. There is no tap available for this anchor which would have addressed the issue. Surgeon then discarded this anchor and completed the case using footprint 5.5mm anchors instead. No significant delay and no other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of manufacturing records for this lot 2044959 found no deviations or non-conformances during the manufacturing process. Review of complaint history of the reported lot number 2044959 for the past 3 years found 0 similar complaints. All risks have been adequately identified in the dfmea, and no changes are required at this time the instruction for use was reviewed and contains the following: ¿step 3: assess the patient¿s bone quality prior to use. If in the physician¿s opinion the bone is hard, create a bone hole using a 4.5mm tapered bone punch prior to anchor insertion. A bone hole is also required if the implant is to be placed at an angle other than perpendicular to the bone surface. Advance the punch until the 25mm mark is flush with the bone surface ¿ caution: if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the complaint include, but are not limited to: 1- not adhere to the corresponding instructions for use. 2- there may have been misalignment of the device when inserting. There are no indications that suggest that the device did not meet specifications upon release into distribution.